Event description:
Hamilton medical ag received the following customer report: our ICU had a "flow sensor error" while it was on a patient. It looks like they did not perform pre-checks immediately before placing on the patient. The pre checks were done at ~8am and the patient was placed on the ventilator around 17:30. There are several alarms over the next two hours asking to check flow sensor tubing, check flow sensor type, and to turn the flow sensor.

Manufacturer narrative:
Log fi les were downloaded and device was testedwith test circuit. No fault was found. Investigation is ongoing.

Event description:
Hamilton medical ag received the following customer report: our ICU had a "flow sensor error" while it was on a patient. It looks like they did not perform pre-checks immediately before placing on the patient. The pre checks were done at ~8am and the patient was placed on the ventilator around 17:30. There are several alarms over the next two hours asking to check flow sensor tubing, check flow sensor type, and to turn the flow sensor.

Manufacturer narrative:
Log fi les were downloaded and device was testedwith test circuit. No fault was found. Investigation is ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 were updated with full UDI information as requested. Updated fields: b4, d4, g3, g6, h2 and h4.